Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument prong on tip was bent, would not fire /clamp clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported the incident happened prior to clip application, while inside of the patient. The instrument was moving and opening. The surgeon never mentioned a problem from his side as it would open/close, rotate and all. There was no motion when trying to clip, the clip applier would just not release the clip. Incident occurred the first time trying to use the clip applier. When customer performs a robot gallbladder, they always have two clip appliers available to use during the procedure. Customer used the other clip applier they had for the whole case. Customer mentioned this was not the first incident with the clip appliers. Customer could not confirm as they were not in the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip causing misalignment of the grip-tips. There was a 1.20mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.